Event description:
The customer reported no image displayed during a diagnostic procedure involving an olympus gastrovideoscope. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.